Manufacturer narrative:
For one event, the investigation determined the syringe fluidic line had a severe kink at the screw connection which could impact reagent pipetting. Follow up actions for this event include: the damaged tubing was cut off and replaced with re-flared fresh tubing. The sample and reagent lines were flushed with a bleach solution. A valve and vacuum tank were also flushed and cleaned. The cell rinse volumes and gear pump pressure were checked. The sample probe was replaced. Calibration and controls were tested and results were satisfactory. Precision studies were performed on two c 501 analyzers and the same results were recovered on both. For two events, the investigation could not identify a product problem. The cause of the event could not be determined. Follow up actions for one event were: the field service engineer did not find a cause for the event. The customer has not complained of additional issues since the service visit. Follow up actions for the second event were: the lamp and cuvettes were changed. For one event, the investigation determined that a probe was bent and plugged. Follow up actions for this event include: the probe was replaced and mechanism checks were performed. Controls were tested and passed. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers continued: (B)(4).

Event description:
This report summarizes <noe>4</noe> malfunction events. Questionable high results were generated by cobas 6000 c (501) module analyzers. The events involved a total of 33 patients with the following: one discrepant result for tpuc3 total protein urine/csf gen.3. One discrepant result for creatinine. Thirty discrepant results for crej2 creatinine jaffé gen.2. Two discrepant results for mg2 magnesium gen.2. One patient was aged (B)(6). The remaining patients' ages were requested, but were not provided. One patient weighed (B)(6). The remaining patients' weights were requested, but were not provided. There was 1 male. The remaining patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.